Event description:
It was reported that pump battery level was jumping unexpectedly. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined troubleshooting during call, stated intention to call back for troubleshooting, and no additional actions were taken at that time.